Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, upon opening the package, the stent flared off the balloon incorrectly. Stent was not used due to it not being safely on the balloon it came on. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, upon opening the package, the stent flared off the balloon incorrectly. Stent was not used due to it not being safely on the balloon it came on. The procedure was completed with another of same device. There were no patient complications. It was further reported that the stent was damaged on the balloon and not dislodged.